Event description:
During a laparoscopic appendectomy, the doctor attempted to use an inzii 5mm retrieval system bag for a specimen collection. However, the specimen bag would not engage/telescope into itself and because this bag was defective, it was necessary to call for a new bag to be brought to the room. The defective bag was removed from the field. The new bag worked as designed.